Event description:
It was reported the outputs had increased to 5v @1ms and patient complaining of not feeling well. (B) (4) noted impedance of 9999 ohms on atrial lead. Follow up with clinic reported atrial lead fractured with resultant high impedances. The atrial lead was replaced. After surgery, patient was reported to be doing fine and there were no patient complications related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.